Manufacturer narrative:
Visual inspection; functional inspection; device history review; complaint history review; risk assessment; manufacturing records were reviewed for the corresponding lot and no relevant manufacturing issues were identified. When functionally inspected, the blocker was able to be threaded into the screw tulip head and held a sample rod in place. A definite root cause of the reported event could not be determined conclusively.

Event description:
It ia reported that the patient is being revised due to a blocker that backed out of a tulip head. The issue was noticed by the surgeon on a regular post op visit. The surgeon indicated the patient heard squeaking of the hardware.

Event description:
It ia reported that the patient is being revised due to a blocker that backed out of a tulip head. The issue was noticed by the surgeon on a regular post op visit. The surgeon indicated the patient heard squeaking of the hardware.

Manufacturer narrative:
(B)(6). The conclusion of the investigation remains the same and could not be determined conclusively.

Event description:
It ia reported that the patient is being revised due to a blocker that backed out of a tulip head. The issue was noticed by the surgeon on a regular post op visit. The surgeon indicated the patient heard squeaking of the hardware.